Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device. The physician attempted closure of a known high stick and retroperitoneal bleed to save the pt from undergoing surgery. The device kinked just below the swaged ring below the foot at the transition to the sheath. The kink occurred after the device was below the skin. He was unable to pass the device through the arteriotomy. The device was removed and the pt was sent to surgery. Upon surgical exploration, an "abrasion" above the arteriotomy was noted where the device was directed after prolapse. The pt recovered without further injury.